Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 23 mmol/l, 13.0 mmol/l, 9.0 mmol/l, and 3.5 mmol/l. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device however the customer no longer has the test cassette.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).